Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (7 mg/ml at 2.4511 mg/day), hydromorphone 10 mg/ml at 3.502 mg/day), clonidine (400 mcg/ml at 140.06 mcg/day), and fentanyl (1000 mcg/ml at 350.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump has been shut off due to an overdose several years ago (refer to pe (B)(4) and the patient was now currently in the emergency room (ER) with overdose like symptoms. The patient had been going in and out of overdoses as the hcp will narcan the patient and they will be responsive then. The hcp wanted to review if the pump was shut off and if there was a potential of leaking as the patient had a positive urine toxicology drug test of fentanyl. The hcp believed that the pump was not emptied when the pump was shut off. They were unsure if this was related to the pump or the patient taking oral medication/patches. Technical services gave consideration to page a local company representative (rep) and considered aspirating from the reservoir to remove the drug. The hcp was unsure of the situation but wanted to know if the pump was shut off and if there was enough drug in there to potentially overdose the patient. They were transferred to national answering service to page a local rep to get a refill kit to aspirate. **refer to pe (B)(4) for report of past overdose**